Manufacturer narrative:
Philips service recreated the database and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the hard drive was full or corrupted, impacting image processing on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.